Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. Fse found a hardware failure of the degassed water pump and the pump control board. Fse replaced the degassed water pump and the pump control board. This resolved the customer's issue.

Event description:
Customer reported erroneous low glucose results on their au680 clinical chemistry analyzer. Customer stated their quality controls (qc) were out of specification on first run. They generated a result of 3.5mg/dl. This is below the linear range of the assay. Customer stated their qcs were within specification upon repeat, approximately 450mg/dl. One erroneous patient result was reported to beckman coulter (bec). There was no patient injury or death reported to bec. There was no change to patient treatment reported to bec.